Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Baxter's evaluation is in progress. When complete, a supplemental report will be submitted. Manufacturer report number: 1314492-2013-00713 is related to the same event.

Event description:
It was reported that a pump shuts off by itself. It was also reported that there was no patient injury.